Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into continuous renal replacement therapy (crrt) following ventricle assist device(vad) heartmate 3 implant on (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. It was reported that the patient was placed on continuous renal replacement therapy (crrt) following left ventricular assist device (lvad) implantation. Multiple attempts for additional information regarding the reported event were sent to the account; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The device is not available for evaluation. The heartmate 3 lvas instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.